Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to vein harvesting procedure, during set-up, the image on the endoscope was blurry. The product was not changed out. The surgery was completed successfully.